Manufacturer narrative:
The reported defect device has been returned to the MFR. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any f/u info will be sent via a f/u medwatch. (B)(4).

Event description:
A (B)(6) male presented for an endovenous laser treatment procedure. As reported by the user, midway through the procedure, as the physician was pulling the fiber back during the ablation, the fiber snapped in half. The fiber break occurred outside the pt. The physician replaced the fiber with another new of the same device and successfully completed the case without further complications. There was no harm or injury to the pt.